Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced nocturnal hypoglycemia, with the device issuing low, urgent low soon, and urgent low glucose alerts; the event was discussed with the user and troubleshooting and education were completed, including guidance on oral glucose treatment. Symptoms included low blood glucose readings down to 45 mg/dl without reported physical symptoms. Outcomes included no need for assistance from others and no professional medical intervention or hospitalization. Investigation included a customer interview and device-use education focused on algorithm behavior and appropriate carbohydrate treatment for lows. Investigation of this case revealed hypoglycemia of unclear cause with no device malfunction identified and user counseling provided regarding corrective actions. It was concluded, based on previously established findings for similar reports, that the cause was unclear.